Event description:
It was reported by the patient implanted with this artificial urinary sphincter (aus) that they experienced recurrent incontinence due to a suspected device problem. The patient presented for consultation with their physician whom suggested a revision procedure to increase the size of the implanted balloon component. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
D6a implant date is approximate as only year is known.

Event description:
It was reported that the patient experienced unspecified issues with this artificial urinary sphincter (aus). It was noted the patient has reached out to their physician to discuss resolution; the device remains implanted while evaluating options. No further information was provided.